Event description:
It was reported the pt has been going through severe withdrawals from morphine. The concentration and dose were not reported. No other symptoms or outcome were reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
Add'l info - the serial number is included in the range for synchromed? El pump motor stall due to gear shaft wear manufactured beginning september 1999 physician communication (dated august 2007). Pump motor stall has not been confirmed in this device.